Event description:
On (B)(6) 2026, the patient was evaluated by nyxoah staff at the clinic during a wakeful titration visit. The patient reported not perceiving stimulation. Nyxoah staff performed troubleshooting activities, including parameter adjustments, amplitude increases, and testing with multiple activation chips that were confirmed to be functioning as intended. Despite these efforts, stimulation could not be consistently elicited, and no external component malfunction was identified. Following discussion of the findings, the patient and treating physician elected to proceed with revision surgery. The revision procedure was performed on (B)(6) 2026. Nyxoah became aware of the revision surgery on 12 may 2026.